Event description:
Physician was preparing to perform a procedure in the operating room using a procedure chair commonly used for pediatric dental procedures. She used the foot pedal underneath the chair to lower the chair (patient not in room or in chair). The chair descended onto the physician's right foot and would not ascend despite use of the emergency release knob on the chair. The chair was powered off and the legs on the on the chair pedal were manually removed with a saw in an attempt to dislodge the physician's foot, which was crushed under the equipment. The chair was still immovable. Ultimately, the hydraulic lines/system were cut, and this allowed the physician's foot to be freed after over forty (40) minutes of direct compression. Physician was evaluated in the ER; referral to podiatry was made. She was placed into a cam boot and instructed to remain completely non-weight bearing until released by podiatry.